Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility the device was unintentionally running while it was in safe mode. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
The reported unintended activation was confirmed by a manufacturer repair technician through functional evaluation. Upon disassembly, a frozen locking cam was found, which can lead to the reported event.